Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was removed and interrogation with the zoom programmer was successful. The device was in safety core and the battery voltage was 2.87 volts. A review of device memory noted the device had recorded a system reset on (B)(6) 2018. The internal components were analyzed and the cause of the no telemetry could not be determined. Additionally, attempts to re-create the no telemetry condition were not successful.

Event description:
It was reported that immediately post implant there was difficulty interrogating this pacemaker. Another programmer was attempted, including turning off rf telemetry and using a telemetry wand but were unsuccessful. Surgical intervention was performed and this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis.